Event description:
It was reported that the patient had not use the stimulator for a long time. The patient used the stimulator in march to august 2013 a couple of times. The patient fell in (B)(6) 2013 and since then the wire may had moved. It was reported that the patient falls a lot and had a ¿real bad fall in (B)(6) to may and the healthcare provider had it on file. It was noted when the patient used the stimulator and it went up from waist to back, underneath breast, burning, and pain where the scar was and away from that and around. It was reported that the reason the patient did not use the stimulator was because of the pain and the patient thought it may affect the organs. It was noted a loss of therapeutic effect. It was noted the patient saw the healthcare provider the day before reported event and the manufacturer representative reprogrammed the device. It was reported when the patient left the healthcare provider office, the patient felt the stimulation went into the breast again and the stimulation got stronger. It was noted that the patient used the recharger to turn the stimulator off. Patient was concerned and wanted an explanation if that could happen. It was noted that the patient had an appointment with healthcare provider on (B)(6) 2013 to have the device scan. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).